Event description:
A nurse reported to baxter healthcare corporate product surveillance that an unknown quantity of interlink IV extension sets had reportedly leaked during patient infusion. There was no report of an identified cause of the leak. Reportedly the leak was detected at the proximal end of the tubing. There is patient involvement; however, no injury was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Five companion samples were received for evaluation. All samples passed functional, clear passage and pressure testing and were found to function as designed. A batch review was performed and no issues or aberrancies were noted during the manufacturing of lot ur12c23085. The reported condition could not be confirmed and the assignable root cause could not be determined.

Manufacturer narrative:
(B)(4). A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.